Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear), broken, opening assessed as surgical damage and missing assessed as inconclusive. Shell thickness was within specification). As per the investigation procedure particle was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.